Event description:
Issue with the adenosine injection. It would not push through tubing or heplock or was very, very slow. Also, the gasket in the tubing would not rebound after the adenosine. We fooled with a syringe and tubing and it would not work properly for me. The collar around the top of the syringe makes the tip too short to activate the gasket fully. Also, if you push hard, the collar falls off. When I went to the ER, another nurse said that he never had them work and was drawing out the contents of the syringe before pushing. We had some name brand adenocard syringes in scu that work flawlessly. This is an e-mail from one of my pharmacist that our ed physician brought this to our attention. We called baxter and they said it is incompatible with ICU clave set from hospira, but there is nothing to note that on the package or package insert. We called baxter and they sent us a letter about incompatibility, but I can't copy and paste it. Baxter should have this info readily available being that this is an urgent of emergent use medication. It also should be on the drug carton to alert pharmacies. We would have never purchased this product if we had known it was incompatible with our sets. Our nurses have been removing the adenosine injection with another syringe using very poor aseptic technique.